Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported lock up failure. Physio completed other repairs and confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use. Further cause of the reported lock up failure could not be determined.

Event description:
It was reported that the device would intermittently lock up with a white screen and illuminate the svc light. There was no pt use associated with the event.